Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis was not performing properly. The patient underwent surgery two weeks later and inspection revealed that the pump was dimpled when pressed. All components were removed and replaced with a malleable penile prosthesis. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.